Event description:
It was reported that the pressurewire x could not be calibrated despite multiple attempts. The light was flashing green on the transmitter. Restarting the system and re-inserting the wire in the cable box did not resolve the issue. No patient was involved. The percutaneous coronary interventional procedure was completed without fractional flow reserve. No additional information was provided. Abbott vascular identified that this device expired (B)(6) 2022. Although no patient was involved, this device was intended to be used in the patient after the labeled expiration date.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no similar complaints reported from this lot. It should be noted that the pressurewire x cable connection instruction for use references the ¿use by¿ date symbol which is available on the product label to indicate the product expiration date. The expiration date for this device was (B)(6) 2022 and it was attempted to be used on (B)(6) 2022. The expiration date of the product is important for the sterility, efficacy, and performance of the device. It could not be determined if attempting to use the expired product caused or contributed to the reported calibration issue. The investigation was unable to determine a cause for the reported communication or transmission problem (signal calibration failure). It may be possible that an insufficient electrical contact between the guidewire and pwx transmitter occurred; however, without having the device to examine, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.